Event description:
The reporter stated that the surgeon inserted a cq2015 3 piece collamer lens. The lens tore during insertion into the eye. The lens was removed without enlarging the incision. No patient injury.

Manufacturer narrative:
H6: evaluation codes: results - (other) : visual inspection of the returned product showed that one lens haptic was torn off and missing and the lens optic was torn. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.